Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the implantable cardioverter defibrillator exhibited high, out of range atrial pacing impedance and possible noise. It was later identified that the diagnostic anomaly was most likely caused by improper programming of the atrial port on the device. No intervention was performed. The patient was stable.